Event description:
It was reported by the customer that the unit¿s wink light of the exhalation phase does not display fully. No patient involvement.

Manufacturer narrative:
Attempts for product return were made. The reported unit has not been returned to sechrist to allow an analysis to be performed. If new information is obtained and/or the unit is returned, a follow up report will be submitted.